Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
(B)(4).the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was lost in transit.

Event description:
The patient was undergoing a medical procedure using a neuron max 088 long sheath. During the procedure, the rotating hemostatic valve (rhv) would not tighten to the neuron max 088 long sheath. The physician exchanged the rhv, however it would not remain tightened to the neuron max 088 long sheath. The procedure was completed using the same neuron max 088 long sheath and rhv.